Event description:
It was reported that the user experienced an ¿unable to proceed¿ notification during fill tubing while replacing an infusion set, concurrent with insulin leakage observed from the cartridge lot 31607 and loss of displayed glucose levels on the ilet and mobile app, and the device was replaced; troubleshooting included multiple dry-run and fill attempts and device restart without resolution. Symptoms included hyperglycemia with a highest blood glucose reading reported over 400 mg/dl, thirst, and irritability. Outcomes included the need for back-up insulin therapy and temporary discontinuation of the ilet, with no alerts for prolonged hyperglycemia, no ketone testing, no professional medical intervention, and no hospitalization. Investigation included customer care troubleshooting, device restart, confirmation of device identifiers and shipping, and arrangement for device replacement. Investigation of this case revealed a reported cartridge leak and inability to proceed with tubing fill, consistent with a possible component malfunction involving the cartridge and infusion set interface that resulted in delivery interruption and loss of displayed glucose data. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction leading to interrupted insulin delivery and hyperglycemia, with user transitioned to back-up therapy pending replacement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.